Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with the nose open as the nose weld was noted to be insufficient not allowing the staples to properly advance resulting in the device to not work properly. In addition, some staples were jammed in the cartridge nose. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and no anomalies were noted. The non-conforming cartridge weld has been correlated to a manufacturing process. The appropriate engineering personnel have been notified. Event could not be confirmed as the handle was found to be in good condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the handle fell apart in the surgeon's hands; handle came off the shaft of the instrument. Instrument jammed and wouldn't fire. Unknown at this stage whether occurred while in contact with patient. All pieces were retrieved, procedure continued without incident using same like product. No consequences for the patient.